Event description:
Medical record reviewed on 3/21/00. Pt with acute cholecystitis. Pt to undergo surgery, laparoscopic cholecystectomy, during surgery, while using harmonic scalpel, the sleeve began to melt and appeared to shrink. New sleeve was applied and tip was removed from the abdomen. Estimated blood loss was 50ccs. Pt tolerated procedure well and was discharged to home on 3/3/00. No injury to pt.